Event description:
It was reported that, the subject device displayed communication errors. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with a replacement device. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the final investigation results. The device was returned for olympus for evaluation and the user¿s request was confirmed. The e216 error code was generated due to cable twisting and damage. Additionally, corrosion of electrical contacts, scope mount corrosion and the puncture on connector unit was detected. Based on the investigation results, the most probable cause of the occurrence could not be identified. A device history record review was completed, and no issues were identified. Olympus will continue to monitor the performance of this device.